Event description:
It was reported that the pump shut off unexpectedly. Additionally, it was reported that occlusion alarms occurred and the pump touchscreen timed off sooner than expected. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.